Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a blood glucose of 47 mg/dl with severe headache and drowsiness. The reporter indicated that the pump did not appear to be delivering appropriately. The pump was reviewed with the reporter and determined that the pump time was set incorrectly for am and pm resulting in the patient receiving the basal program from the incorrect time of day. This report is made based on the allegation that the patient experienced hypoglycemia associated with use error of setting the time and date incorrectly on the pump.